Event description:
It is reported that the pt was revised due to pain and fluid collection in the right hip.

Manufacturer narrative:
Evaluation summary: primary operative notes were provided which were unremarkable. Revision operative notes noted metallic wear debris present as well as necrotic tissue. X-rays were not provided, therefore, fit and orientation could not be evaluated. The sterilization process for this device was validated in accordance with FDA regulations and iso standards to a sterility assurance level (sal) of 1.0 x 10 (-6) or better. The manufacturing lot specified in this complaint was processed according to the validated sterilization process parameters and met all the acceptance criteria for sterility release. Therefore, it is highly unlikely that the specified device caused or contributed to any pt infection. Evaluation codes: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. Should additional substantive info be received, the complaint will be reopened.